Event description:
It was reported that the cutter failed to produce a complete cut. The event timing was when the device was used on previously recovered cadaver skin. Therefore; there is no patient involvement and therefore no harm or delay in any surgical procedure.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the cutter failed to produce a complete cut. However; the repair was not completed because the cutter was returned with notification that it had failed the test cut acceptance criteria. Devices are used for treatment. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.